Event description:
End user purchased a lift system and had the lift system installed by the dealer. Allegedly the end user drove at full speed onto the lift, hitting their head on the door opening to their van. End user broke their neck and passed away.